Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Clinical projects manager reported that on (B)(6) 2018, a 33-55 disp dermal curettes 5mm was dull and unable to remove calluses with them and "it would take out chucks". It was reported to have caused bleeding which required treatment with silver nitrate. Additional information was requested.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
MFR report # 2523190-2018-00086 was cancelled since it was found to be a duplicate report of MFR report # 2523190-2018-00083. All further updates will be contained in MFR report# 2523190-2018-00083.

Event description:
N/a.